Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 0x2071 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if problem returned; no additional issues were reported.